Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the subject device and to update the legal manufacturer's final investigation. Further follow-up clarified that the event of the b30 and e315 errors were caused by the connecting scope, cf-h170l, sn# (B)(6), and there were no issues with the subject device. Based on this information, the investigation results concluded the error was caused by the effects of the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 and e315 errors could not be identified. However, it¿s likely the cause of the b30 error is related to a foreign material or moisture adhering to the electrical contacts. Also, it¿s likely the cause of the e315 error is related to faulty printed circuit boards, flat cables, or receptacle board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had a b30 error and an e315 error. The issue was found during routine maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device is not yet returned to olympus and the device evaluation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.